Event description:
(B)(4). The dealer reported that the m51 power wheelchair left motor suddenly stopped functioning without alert / flashing error codes given, and got warm. Additionally, it was reported that the unit left the patient stranded at college. There was no injury reported.